Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinicians that they are experiencing frequent events of channel errors. Modules are removed from service resulting in low equipment availability during repair. There was patient involvement but no harm.